Manufacturer narrative:
The cse went onsite and reported that the optics were cleaned and seated properly, the reagent transport was flat and secure and the light source had no cracks. All calibration and qc were in range and no instrument issues were found. The instrument was fully functional and operational. The cause of this event is unknown.

Event description:
The customer reported a (B)(6) blood on the clinitek atlas when compared to the microscopic reading of the red blood cells. There was no injury reported due to this event.